Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial, right ventricular, and left ventricular leads eroded through the skin. The physician buried the leads that were eroding and closed the opening with sutures. The patient was stable throughout.